Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. A patient received an inappropriate shock. Oversensing of low amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event.

Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on 5/11/2026 while reportedly wearing the lifevest.a patient received an inappropriate shock.oversensing of low amplitude cardiac signal contributed to the false detection.the response buttons were not pressed during the event.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to bent pulse pins in the monitor's electrode belt cable receptacle. The root cause for the bent pins could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the patient was not in a treatable rhythm.